Event description:
Covidien rec'd info stating that during pt use a 'pint failure' alarm occurred. The pt was manually ventilated and transferred to another ventilator. There were no negative pt effects reported.

Manufacturer narrative:
(B)(4).